Event description:
It was reported that during a ptca procedure, the balloon ruptured at 22 atm's (rbp=18) and became caught in the vessel. Upon removal the distal portion of the catheter broke off in the vessel. The pt was to have surgery 24-36 hrs later. Pt status is listed as "satisfactory". The product used in this procedure had an expired shelf life (6/1/00).